Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0w505, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that rep called from the or to report they are getting >4k ohms on all contacts. Rep said the patient (pt) had a fall (ts asked - unknown when). Rep said the therapy has not been working for the last couple months. Dr finished implanting the interstim x and said they will reschedule a lead revision surgery. Additional information was received from a manufacturer representative (rep). The rep reported that patient came in for battery change only. Once putting in new x impedances >4,000 ohms on every electrode. Implanter said she will reschedule patient to get new lead. Lead currently implanted is old 3889. Cause of the 4k impedance is unknown- implanting hcp thinks the lead is bad. The patient reported multiple falls and the hcp believed the lead was damaged in the falls. Patient is going to get a new lead implanted. The rep was unsure if the fall damaged the lead but hcp thinks it must have. Additional follow up received from the rep indicated the lead removal/new lead implant scheduled for april 13th. The procedure was being done because of all the impedances. Day of surgery the rep was in hcp¿s case when they discovered all the impedances when implanting new 97800. Hcp said the patient mentioned she had multiple falls and she is under weight so hcp believes the falls and lack of body fat caused lead to become compromised with trauma of falls.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that new lead was implanted in patient and patient is fine.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0w505 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 analysis of the returned lead va0w505 revealed that multiple conductors were broken in the body of the lead at or near the tines. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.